Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had to be seen by their dentist due to extreme toothache on the lower right side. Their dentist found that the patient is having micro fractures which is causing the pain. Dentist suggested to either wear a night guard or make an appointment at traditional ortho clinic. Patient requested help. Requested diagnostic finding letter to assist with next steps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.